Event description:
As reported by the user facility (translation of user facility information by b braun (B)(4)): stop of the flow. The 6 cases with different pts- drug: 5fu.

Manufacturer narrative:
Exemption number (B)(4). B.braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4). The device is currently on shipping from (B)(6) to b braun (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.